Manufacturer narrative:
Per the cas on site, the error message was caused by the grounding pad being poorly placed and too close to the back patches. The next day, the cas was present on site on another case and stated that everything worked as it should. No issues with metal interference were noted during ablation. Upon additional follow-up with the facility, bwi was notified that the patient was transferred to the or, where the physician sutured the appendage and the patient was under observation for 2 days prior to release. The physician also stated that none of the bwi products caused this event. The patient was a male, approximately 64 years of age. The facility has indicated that they have discarded the catheters; therefore, they will not be able to send them back for manufacturer analysis. Concomitant products: carto 3 system (catalog # fg540000, (B)(4)), stockert 70 system (catalog # s7001, (B)(4)), coolflow irrigation pump (catalog # cfp002, (B)(4)), ez steer thermocool nav bi-directional catheter (catalog # bni75tcdfh, lot # 14138873), and soundstar 10f-90, ge (catalog # sndstr10g, lot # unknown). (B)(4).

Event description:
It was reported that the carto 3 system would display an error stating they need to reinitialize acl whenever ablation is started. During the process of troubleshooting, an effusion was noted on ultrasound. Pericardiocentesis was performed and the patient was moved to the operating room. One or more diagnostic catheters in use during the procedure were from st jude medical.